Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt had been having to recharge his ipg frequently. Another charging system was tried to an avail. The ipg was explanted and replaced on (B)(6) 2010. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.